Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that during a recent surgical procedure this patients heart rate was fluctuating between 50 and 130 bpm. Medication was given to try and regulate the patient's heart rate, which was unsuccessful. Then a magnet was placed over the device which kept the heart rate steady at 00 bpm. It is believed that this was due to electrical interference from the hospital equipment that was in the room at the time.